Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with a higher one, 7 months after the primary surgery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 october 2021: lot 188586: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-jan-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.